Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between january 6-7, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had drug left. The issue was noticed while disconnecting the device after 46 hours. The device was filled with 3500mg fluorouracil in 115ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.